Event description:
The dr was beginning a laparoscopic ovarian cystectomy; she was able get distention of abdomen area with veress needle; after she removed needle and switched tubing to trocar, she had difficulty maintaining pneumo (distention). At that time, she changed out insufflator but experienced the same problem. The dr was advised to start over with trocar, but did not do so; at that point, dr aborted procedure.